Event description:
On (B)(6) 2021 the customer reported nonreproducible erroneous elevated troponin (access accutni+3, part number a98143 and lot number 125173) results were generated on the customer's access 2 (access 2 section of their dxc 600i (access 2 section, dxc 600i packaged, part number a25640 and serial number (B)(4))) for several patients. The initial elevated results were released from the laboratory. There was a report of change to patient treatment in connection with this event. The customer reported one patient received a heparin drip (dose not provided). There was no further information regarding change to patient treatment or management. The customer provided a list of patient samples which, on initial troponin testing, had elevated results but when repeat tested, generated lower results. The customer did not indicate which patient result was associated with the patient which received the heparin medication. See next section for table of patient test results. Customer reported their quality control (qc) was within specifications the morning of the event. The customer also reported the access 2 had generated wash valve/ pump motion errors prior to the event. Customer reported qc was out of specifications following the event. Samples were collected in lithium heparin 13x75 tubes and centrifuged for 7 minutes at 4700 (units not provided). Samples were noted to be "good and clear."

Manufacturer narrative:
The full patient identifier for this case is (B)(6). Patient demographics such as age, date of birth, sex, weight, ethnicity and race were not provided. A beckman coulter field service engineer (fse) was dispatched to the customer site to assess the instrument's performance. The fse then cleaned the valve, motor head, and verified wash pump performance. Fse performed incubator wheel cleaning and clip replacement, cleaned the reaction wheel, replaced the mixer pulley components, and replaced peristaltic tubing. While replacing components, the fse discovered damaged pulley bearings. The fse replaced the damaged bearing and calibrated the incubator belt. After repair, fse performed system check, calibration, and quality control (qc), all of which returned acceptable results. In conclusion, the cause of the non-reproducible elevated troponin I results is a hardware malfunction.